Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned implant has normal wear patterns on the articulating surface. The damages observed on the locking tabs were most likely caused during the extraction of the implant. At the current time the cause of the event cannot be determined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a patient underwent a left tka procedure on (B)(6) 2014. The same surgeon performed a bearing exchange on the same knee on (B)(6) 2016. Patella was not resurfaced during the original procedure. During the revision the following part was explanted, ar-503-bh15 lot 113601229. The surgeon completed the procedure by resurfacing the patella and implanting the following two devices: ar-513-bh18 and ar-504-psd0. Patient medical record provided from (B)(6) 2015 indicated patient reported pain daily in the anterior aspect of his left knee, as well as continued swelling in his knee. Records noted that upon examination and palpation, the left knee demonstrated patellofemoral region tenderness with no medial or lateral joint line tenderness. There was mild effusion of the left knee. Also noted, patellar grind test was positive, but stable to valgus stress and varus stress both at 30 degrees flexion. Records noted that x-rays findings revealed prosthesis in place in proper anatomical alignment without rotation, loosening, or stress shielding. At conclusion of exam patient was scheduled for left knee patelloplasty possible revision.